Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #:(B)(4) description: linear st lead, 50cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent a surgery wherein the infected area was incised, drained and irrigated. The patient was prescribed oral antibiotics and IV antibiotics was administered. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician believed the patient's pocket site was opened up and there was possible infection. The patient underwent a revision procedure.

Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent a surgery wherein the infected area was incised, drained and irrigated. The patient was prescribed oral antibiotics and IV antibiotics was administered. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was doing well and there were no signs of infection. The physician did not believe that the issue was device related. It was not known if the ipg was touched. No further course of action.

Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent a surgery wherein the infected area was incised, drained and irrigated. The patient was prescribed oral antibiotics and IV antibiotics was administered. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had signs and symptoms of post-surgical wound infection at both incision sites. The patient underwent an explant procedure and the incision was treated topically with bactroban, irrigated with gentamicin solution and was packed before closing. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent a surgery wherein the infected area was incised, drained and irrigated. The patient was prescribed oral antibiotics and IV antibiotics was administered. The patient was doing well postoperatively.

Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent a surgery wherein the infected area was incised, drained and irrigated. The patient was prescribed oral antibiotics and IV antibiotics was administered. The patient was doing well postoperatively.